Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope had a noise in the image. The issue occurred during a therapeutic laparoscopic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by the image sensor cable being kinked because a strong external load such as excessive twisting or bending was applied to it. The events can be detected/prevented in accordance with the following instructions for use: chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system olympus will continue to monitor field performance for this device.